Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204: belt/monitor unusable, bent monitor pins) has been confirmed. Upon investigation the monitor displayed service code 204 at startup. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, the monitor failed baseline testing. The cause for the failure was isolated to a defective u612 component on the c/a board. The root cause for the damaged connector was excessive force. The root cause for the defective u612 component could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor had bent pins and was displaying service code 204: belt/monitor unusable.